Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect hbsag qualitative ii results on one patient. The following results provided were from two tubes on same patient: initial=3.95 s/co (> or = 1.00 s/co=reactive) /repeated=2.89 s/co /neutralizing confirmatory; c2=1.95 s/co (> or = 0.70 s/co); %neutralization=99.9% (> or = 50%=confirmed positive)/ send out second tube to other facility=0.01 s/co (< 1.00 s/co=nonreactive) /repeated=0.32 s/co /repeated original tube at customer site=0.92 s/co and 0.87 s/co there was no reported impact to patient management.

Manufacturer narrative:
This follow-up submission sends for correction typo error in due date on section general information due date: to 06oct2022 (correct date) from 06sep2022 (incorrect date). The clerical error occurred and type aware date instead of due date in due date section.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data, sensitivity testing for architect hbsag qualitative ii reagent, lot 37522fn00. Trending review determined no adverse trend for the issue for the product. The ticket search determined that there is normal complaint activity for the likely cause lot. Return testing was not completed as returns were not available. Historical performance of the architect hbsag qualitative ii assay was evaluated using worldwide data from abbottlink. The number of standard deviations to the cut-off and the median of the negative populations for the lots are within the established limits and within the historical range of all other reagents lot numbers. Device history record review did not identify any non-conformances or deviations with the complaint lots and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for architect hbsag qualitative ii reagent, lot 37522fn00.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.